Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced event of occlusion at site on (B)(6) 2024. The blood glucose level was 287 mg/dl at the time of event therefore the patient was treated with correction injection via mdi. The patient changed the infusion set and resumed insulin deliveries successfully. No further information was available.